Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reportedly experienced presyncopal episodes. Upon interrogation, the pulse generator exhibited oversensing. Leads were tested in clinic and resulted normal. No intervention was performed. The patient was in good condition and would continued to be followed normally.